Event description:
Customer was riding the stairlift up when accidently drop her cell phone. Customer stopped the stairlift and step off without taking the stairlift all the way down the stairs in an attempt to retrieve her cell phone. As the result, she fell forward and broke her right hip.